Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she is new to pump therapy and had an entire reservoir of insulin delivered into her body the first time that she changed her infusion set on her own. Customer was not sure if it was due to user error or a pump malfunction. Customer stated that she experienced post-traumatic stress disorder and refuses to wear the pump again. Customer was hospitalized on (B)(6) 2015 with a blood glucose of 40 mg/dl. Customer did a set change and on her way to bible study, she started to feel a little funny and called on of her friends since she was not feeling good. Customer collapsed in the parking lot and the paramedics were sent out. Customer decided to have her friend to take her to the emergency room. Customer declined troubleshooting for the low blood glucose.